Event description:
Home monitoring alert indicated lead impedance greater than 3000 ohms. Also, rv threshold showed 5v@0.4ms, which was an increase compared to the last measurement. The regular iegm check by hm did not show noise. But after pacing of high output, noise was indicated on iecgm at rv. Tests such as pushing arms, pulling and pocket push were performed, but there was no noise observed.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD itself. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 48 months and 20 charging cycles were recorded to the ICD memory. The memory content of the device was analyzed. During the analysis of the statistic data, it was observed that the pacing impedance in the right ventricular channel had values greater than 3000 ohm since (B)(6) 2020. However, there was no indication of an ICD malfunction. The impedance measurement functions of the device were tested and showed no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. A sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. Furthermore, the manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. The clinical observation was confirmed. However, a thorough analysis of the ICD proved the device to be fully functional.